Manufacturer narrative:
The proximal lad target lesion was reported to be: 3.5 mm vessel diameter, 15 mm length, proximal, an in-stent-restenosis (isr), not calcified/tortuous, a 70% stenosis, and type a. The lesion was not pre-dilated. A cypher 3.5 x 18 mm stent was implanted at 15 atm. Via direct stenting. The stent was post-dilated with a firestar 3.5 x 15 mm balloon catheter at 15 atm. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The proximal circumflex target lesion was reported to be: de novo, 3.0 mm vessel diameter, 15 mm length, mid, not calcified/tortuous, a 75% stenosis, and type a. The lesion was pre-dilated with a 3.0 x 15 mm balloon catheter at 12 atm. A cypher 3.0 x 18 mm stent was implanted at 15 atm. The stent was post-dilated with a 3.0 x 15 mm balloon catheter at 15 atm. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The ramus target lesion was reported to be: de novo, 3.5 mm vessel diameter, 10 mm length, not calcified/tortuous, a bifurcation lesion with side-branch greater than two mm (>2 mm), a 70% stenosis, and type a. The lesion was pre-dilated with a durastar 3.0 x 15 mm balloon catheter at 15 atm. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Approximately thirteen months after the index procedure, the patient was reported to have experienced and adverse event (ae) of an upper respiratory infection (uri). The event was reported to be unrelated to the study devices/procedure or drug. The event was managed medically and was reported to be resolved without sequelae nine days later. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and was found to have two-vessel disease and had three target lesions treated during the study index procedure. The patient's left ventricular ejection fraction was greater than fifty percent (lvef>50%). The patient had a total of three cypher stents implanted during the study index procedure: a 3.5 x 18 mm at 15 atm. To treat an isr of a previously implanted bare metal stent (bms) in the proximal left anterior descending (lad), a 3.0 x 18 mm at 15 atm. In the proximal circumflex, and a 3.5 x 23 mm stent at 15 atm. In the ramus branch. During treatment of the proximal circumflex lesion it was noted that there was compromised flow to the ramus branch. There were no reported angiographic complications or cypher stent malfunctions noted. The patient was discharged the day after the index procedure. The patient was noted to have stable angina at the thirty day, six month, and twelve month follow-up patient contacts.

Manufacturer narrative:
Information received from the (B)(6) study indicated that a patient experienced hypo perfusion and angina after having coronary artery stents implanted. The patient's medical history includes: angina, previous pci (B)(6) 2010, family history of coronary artery disease, hyperlipidemia, hypertension, myocardial infarction, chronic pulmonary disease, diabetes mellitus type ii, past smoking, depression, arthritis, cervical disc disease, melanoma, and allergy to zestril and codeine. The indication for the procedure was unstable angina. The patient was found to have two vessel disease with three lesions treated. The target lesions were the proximal left anterior descending artery (lad), the proximal circumflex (cfx) and the ramus branch. The proximal lad target lesion was reported to be: 3.5 mm vessel diameter, 15 mm length, proximal, an in-stent-restenosis (isr of a non-cordis stent), not calcified/tortuous, a 70% stenosis, and type a. The lesion was direct stented with a cypher 3.5 x 18 mm stent was implanted @ 15 atm. The stent was post-dilated with a firestar 3.5 x 15 mm balloon catheter @ 15 atm. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The proximal cfx lesion was reported to be: de novo, 3.0 mm vessel diameter, 15 mm length, mid, not calcified/tortuous, a 75% stenosis, and type a. The lesion was pre-dilated with a 3.0 x 15 mm balloon catheter @ 12 atm. A cypher 3.0 x 18 mm stent was implanted @ 15 atm. The stent was post-dilated with a 3.0 x 15 mm balloon catheter @ 15 atm. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. After implant of the stent in the cfx slow flow was noted in the ramus branch. The ramus lesion was reported to be: de novo, 3.5 mm vessel diameter, 10 mm length, not calcified/tortuous, a bifurcation lesion with side-branch with the cfx greater than two mm (>2 mm), a 70% stenosis, and type a. The lesion was pre-dilated with a durastar 3.0 x 15 mm balloon catheter @ 15 atm. The stent was not post-dilated. The residual stenosis was 0%. There were no reported angiographic complications or cypher stent malfunctions noted. The patient was discharged the day after the index procedure. The patient was noted to have stable angina at the thirty day, six month, and twelve month follow-up patient contacts. Pi#1-(B)(4): the device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15125453 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hypo-perfusion is a known potential adverse event associated with coronary stenting. There are multiple factors that contribute to this type of event, mostly vessel/lesion characteristics, specifically lesions in the area of a bifurcation. Review of the available information suggests that vessel/lesion characteristics may have contributed to the event. Angina is a common symptom of patients with coronary disease and is most likely associated with the patient's medical history. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.